Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G5. PMA / 510(k)#: k213670, k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had plastic protrusions inside the tube. There was no report of patient impact.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation also identified the device had corrosion on the coupler and the plug unit, an electrical contact was deteriorated, damage on the cable unit, and dirt on the button. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the coupler unit. Olympus will continue to monitor field performance for this device.